Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump due to a missing o-ring. A new cartridge was loaded onto the pump to resolve the issue. Blood glucose level was 152 mg/dl.